Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("severe menstrual bleeding"), procedural pain ("patient suffered a painful post-operative recovery") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (underwent a total hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, procedural pain and vaginal infection was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, menstrual disorder, procedural pain and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare provider. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conduct essure confirmation test". The patient's past medical history included gestational hypertension. Concurrent conditions included body mass index normal and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse") and uterine pain ("uterus area pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("severe menstrual bleeding"), procedural pain ("patient suffered a painful post-operative recovery") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (hysterectomy(full) to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved, the menorrhagia, procedural pain and vaginal infection was resolving and the female sexual dysfunction, tooth disorder and uterine pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, procedural pain, tooth disorder, uterine pain and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare provider. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received. Lot number was added. Events added: abnormal bleeding (general), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine area pain and device monitoring procedure not performed. Outcome of dysmenorrhea changed from recovering/resolving to recovered/resolved, dyspareunia and genital hemorrhage from unknown to recovered/resolved. Concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conduct essure confirmation test". The patient's past medical history included gestational hypertension. Concurrent conditions included body mass index normal and uterine bleeding. On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In january 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2015, the patient experienced tooth disorder ("dental problems"). In january 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse"). In 2016, the patient experienced uterine pain ("uterus area pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), procedural pain ("patient suffered a painful post-operative rccovery") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (hysterectomy(full) to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved, the menorrhagia, procedural pain and vaginal infection was resolving and the female sexual dysfunction, tooth disorder and uterine pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, procedural pain, tooth disorder, uterine pain and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare provider. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records menorrhagia and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.